Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the senor needle was break. The blood glucose level was 111 mg/dl at the time of incident. The customer stated that the needle was hard to removed. The device will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used partial sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor.